Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir o ring had a crack on the pump and retainer ring was damaged. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
He pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. No cracked retainer ring noted. No damage noted on the reservoir tube o-ring. The pump was received with a missing serial number label. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below pertaining to case: (B)(4), svn: (B)(6) on 19-jun-2024. There were no boluses listed on the event date 19-jun-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 19-jun-2024 in the pump history file. On (B)(6) 2024 00:00:00.000 daily totals. Daily total collection start time = on (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered = 0. Daily total of basal insulin delivered = 0. Daily total of bolus insulin delivered = 0. There were no auto suspend (12) alarm or user suspended noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-jun-2024 in the pump history file. On (B)(6) 2024 06:47:07.000 battery removed. On (B)(6) 2024 06:47:07.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 06:47:24.000 battery inserted. On (B)(6) 2024 06:47:43.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 06:48:08.000 battery removed. On (B)(6) 2024 06:48:08.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 06:57:00.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:15:55.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:16:24.000 battery removed. On (B)(6) 2024 07:16:24.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 07:16:41.000 battery inserted. On (B)(6) 2024 07:16:45.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:16:53.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:16:53.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2024 07:16:53.000 battery removed. On (B)(6) 2024 07:16:53.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 07:17:32.000 battery removed. On (B)(6) 2024 07:17:32.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 07:18:07.000 battery inserted. On (B)(6) 2024 07:18:17.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:18:36.000 alarm alert notification. Fault number = software error (53) line number = 5632, file number = (B)(4). On (B)(6) 2024 07:18:39.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:18:39.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2024 07:19:53.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2024 07:20:08.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:20:29.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:21:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2024 07:21:19.000 battery removed. On (B)(6) 2024 07:21:19.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 07:22:11.000 battery inserted. On (B)(6) 2024 07:22:11.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:22:18.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 07:22:18.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2024 07:23:02.000 battery removed. On (B)(6) 2024 07:23:02.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 07:25:02.000 battery inserted. On (B)(6) 2024 07:25:10.000 alarm alert notification. Fault number = batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 53 alarm on (B)(6) 2024 at 07:18:36.000 due to software error (line number = 5632, file number = (B)(4). Battery out limit alarm was expected since the battery was removed then reinserted and there was a user time date change. Failed batt test (58) - not confirmed. Low battery alert (104) - not confirmed. Pump error 53 confirmed due to software error- found during the pump history review. Batt out limit (6) - not confirmed. Pump was cut open to perform visual inspection and found corrosion on pcba 1. No damage noted on the pcba 2, force sensor, or motor noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Retainer ring damage not confirmed. Reservoir tube o-ring not confirmed. Cosmetic damage was confirmed at the back of the pump (missing serial number label). Pump error 53 confirmed due to software error- found during the pump history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.